Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable urea/bun result for one patient sample. The initial result was 19.1 mg/dl and the repeat result after an hour was 70.7 mg/dl. The reported result was corrected to 70 mg/dl. Information concerning if the patient was adversely affected was requested, but was not provided. The urea/bun reagent lot number was 600968 with an expiration date of 03/30/2015. Based on evaluation of the reaction monitor, the investigation determined it was likely a foreign particle such as fibrin or gel which caused an atypical reaction and the low result. Since calibration and qc were acceptable, a general reagent problem could be ruled out.